Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 520 mg/dl. The customer took bolus correction through insulin pump. The customer was in hospital for a different reason so they were also gave stuff to put her sugar down. The customer was in the hospital due to other medical issues. The infusion set cannula was became bent. The insulin pump will not be returned for analysis.